Event description:
On 10/8/2024 it was reported by an arthrex employee via email that two ar-1923bc biocomposite pushlock eyelets were damaged, and the sutures got loosened. One of the ar-1923bc biocomposite pushlock eyelets ended up fully breaking while it was inside the patient, and the other biocomposite pushlock was noticed to be broken prior to insertion. The broken fragments were removed from the patient. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-1923bc biocomposite pushlock eyelet had broken off the tip of the device. It was further noted that the threaded tip of the shaft was damaged. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant."

Event description:
Additional information received on 10/28/2024: both eyelets were damages upon opening the package, however, it was not noticed on the first eyelet until it broke in the patient during insertion. For the first eyelet, the suture was placed and during insertion, the suture came out of the eyelet as it had broken. The second ar-1923bc biocomposite pushlock was opened, and it was noticed that the eyelet was damaged prior to implanting. The case was completed using another ar-1923bc biocomposite pushlock. The case was not delayed.